Manufacturer narrative:
(B)(4). The device was received for evaluation. The sample arrived fully primed and attached to a 250 ml solution bag. Per label, the set is designed to be used with a rigid container such as a glass bottle. Thus, the device had been used off label as is not considered a non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set did not infuse all of the contents of a connected bag. The device was used with a sigma pump and the rate of infusion was 295 ml/hr (extra 20 ml for overfill volume). There was no patient injury or medical intervention associated with this event. No additional information is available.